Event description:
T was reported to boston scientific corporation that a sensor ptfe-nitinol guidewire was used during a left cysto ureteroscopy holmium laser litho stent x-ray procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic distal tip detached exposing the tip of the metal core wire. It was also reported that no parts of the device was left inside the patient. The procedure was completed with another sensor ptfe-nitinol guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a sensor ptfe-nitinol guidewire was used during a left cysto ureteroscopy holmium laser litho stent x-ray procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the hydrophilic distal tip detached exposing the tip of the metal core wire. It was also reported that no parts of the device was left inside the patient. The procedure was completed with another sensor ptfe-nitinol guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's weight is (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The visual examination of the returned guidewire revealed that the coil at the distal end was unraveled. The distal tip was detached from the corewire. Based on all gathered information, the most probable root cause is operational context. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified. A search of the complaint database revealed that no similar complaints exist for the specified lot.